Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report of peritonitis by a nurse. The patient experienced peritonitis on an unknown date. The patient was hospitalized on (B)(6) 2012. The cause of peritonitis was unknown. The patient was recovering.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h11l05093 with no defects noted during the manufacture of the lot related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.